Manufacturer narrative:
H6: updated health effect- clinical code. H6: updated investigation findings. H6: updated investigation conclusions. H6: health effect impact code: 26: no health consequences or impact. Previous patient codes (1930, 3191: appropriate term/code not available for ¿fluid collection¿ ¿debridement¿ and ¿wound vac¿) were reported based on the original complaint and are no longer applicable per gore¿s investigation. The investigation has been completed. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. This event will be closed as no problem detected. Medical records: the known medical records span (B)(6), 2010 through (B)(6), 2010, and not all records received in this time span are relevant to gore® dualmesh® plus biomaterial. Patient information: medical history: diabetes, rheumatoid arthritis, hypertension, obesity. Prior surgical procedures: 1992, 1994: cesarean section ventral hernia repair with mesh ¿ unknown date. Implant preoperative complaints: [the patient] ¿has been recently admitted to the hospital after vaginal delivery of a stillborn. The patient was noted to have an abdominal mass at that time and after evaluation, was found to have an incarcerated ventral hernia without any evidence of strangulation or obstruction. The patient was given some time to allow for shrinkage of her uterus after her pregnancy and was then consented for an open incisional hernia repair.¿ implant procedure: ventral hernia repair with mesh. Implant: gore® dualmesh® plus biomaterial (06247618/1dlmcp07) 20cm x 30cm. Implant date: (B)(6), 2010 [hospitalized (B)(6)10] description of hernia being treated: ¿we entered the fascia, extended the fascial incision up towards into the fascia defect of the hernia. We then performed a lysis of adhesions freeing up the transverse colon and omentum were which were frustrated within the hernia. The smell [sic] bowel was run as well to the ligament of treitz to the terminal ileum with no evidence of any bowel injury. Hemostasis was controlled on the omentum using vicryl ties. We then irrigated the patient's abdomen, created flaps circumferentially, exposing the edge of the mesh and removed the hernia sac, as well and sent for routine pathologic examination.¿ implant size and fixation: ¿next, we chose a suitable size piece of gore dual mesh plus which was cut to approximately 20 x 15 cm. It was sewn beneath the fascia layer with interrupted #1 prolene sutures. The fascia was then closed over the mesh using a running #1 loop pds suture with also #2 interrupted ethibond internal retention sutures.¿ post-operative period: [one week] ­ (B)(6) 2010: discharge summary: ¿the patient did encounter a postoperative ileus, which resolved spontaneously. By (B)(6) 2010, the patient was tolerating a regular diet and having bowel movements and the pain was controlled.¿ relevant medical information: (B)(6) 2010: ¿the patient returned my office for a follow-up visit with complaints of discharge from the wound. The patient had previously been seen in the office approximately 1 week before where she had a small dehiscence of the wound. She was being treated with wet-to-dry dressings. Now there was murky fluid emanating from the wound, which was copious in amount. Therefore the decision was made to admit the patient for her to undergo a CT scan of the abdomen and also to prepare her for debridement of the wound and wound treatment. The patient denied any fevers, denied any abdominal pain, denied any nausea, vomiting, or constipation.¿ ¿she is obese. She has a lower midline wound with tannish fluid discharging from it with necrotic skin edges.¿ ¿a CT scan of the abdomen and pelvis showed a fluid collection deep to the ventral wall of the mesh with no air bubbles and no thick enhancing wall. The fluid collection measured approximately 10 cm in its largest left to right and vertical dimension with a 4 cm depth. No evidence of any extravasation of contrast to denote a bowel perforation. The subcutaneous tissue above contained fluid with pockets of air indicating a wound dehiscence with possible abscess.¿ (B)(6) 2010: wound exploration, debridement of subcutaneous tissue and skin, wound washout and wound vac placement ­ [the patient] ¿underwent a ventral hernia repair with mesh approximately 3 weeks prior to this admission. She returned to my office approximately 1 day ago with complaints of discharge from the wound. The wound was re-examined and there was a copious amount of fluid emanating from the wound, thus prompting a hospital admission and exploration of the wound.¿ ­ ¿we opened the wound and evaluated the fascia. The fascia was intact. There was no evidence of any exposed mesh. There was no evidence of any purulent drainage from beneath the fascia. There was one small area of widening of the fascia which was closed with interrupted #2 ethibond suture. The necrotic tissue and the subcutaneous tissues were debrided sharply including the skin. The wound was irrigated copiously with normal saline. A wound vac was then placed to help close the wound.¿ (B)(6) 2010: discharge summary: ¿CT scan was obtained, which showed dehiscence of the wound with fluid in the subcutaneous tissues. The patient was also noted to have a fluid collection involving the underlying mesh which was 10 x 4 cm. There is no evidence of any air bubbles or thick enhancing wall; therefore the collection was felt to be representative of a seroma and not an active infection.¿ explant preoperative complaints: (B)(6) 2010: ¿she was receiving dressing changes at home for approximately 1 week. She returned to the clinic today with copious amounts of green-tinted drainage from the wound. It was nonfeculent-appearing. She denies any fever, denied nausea or vomiting. Denied abdominal pain and denied constipation.¿ ¿her wound was open. There was a minimal amount of granulation tissue. There was some fibrinous exudate at the base of the wound. I see no exposure of the mesh. There is a green tinted discharge from the wound.¿ explant procedure: exploratory laparotomy with mesh removal and abdominal washout explant date: (B)(6) 2010 ¿there was a large pocket of purulent material located in the left lower quadrant anterior abdominal wall. This was suctioned out and washed out completely. We then entered the midline incision of the fascia using the bovie electrocautery. We bovied carefully down to the level of the mesh. Once we identified and found the mesh, we dissected it out circumferentially by using the heavy mayo scissors to release the prolene anchoring sutures circumferentially. The lower abdomen and pelvis were completely obliterated with scar tissue. There were no bowel or bowel contents encountered. We washed out the abdominal cavity thoroughly with sterile saline. A #10-french jp drain was placed below the fascia and exited out the left lower quadrant. We then closed the fascia using a running #1 pds suture x2, with which was reinforced with interrupted #2 ethibond sutures. The abdominal wall defect was then irrigated copiously with normal saline, and then partially closed with d vicryl sutures, leaving a small space in the middle open. The skin was partially closed with interrupted 0 nylon sutures in a horizontal mattress fashion. We left approximately 4 cm x 7 cm in the middle open, and placed a wound vac to allow for the wound to granulate in.¿ relevant medical information: (B)(6) 2010: ¿status post ventral hernia repair, with a subsequent wound dehiscence and infection of the wound, and infection of the implanted mesh. The patient returned to the office, and was found to have purulent fluid discharging from the wound, and was then admitted to the hospital where a CT scan was obtained which showed a fluid collection involving the wound in the anterior abdominal wall, thus prompting the need for exploratory laparotomy.¿ ¿she was treated with IV antibiotics and a wound vac over the next several days. The wound showed improvement with increased granulation tissue. The patient was placed on a p.o. Diet. She is tolerating this well. There was no evidence of any bowel disruption or fistula formation. The jp drain was removed once it began to have less than 30 ml of output per day. The patient was eventually discharged home with a wound vac, and will return to my office for wound vac changes approximately every 48 hours.¿ conclusion: it should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use also warn, ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the device.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, recurrence, ileus, increased procedure time and related harms, irritation or inflammation, infection, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, wound complications and wound dehiscence. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 06247618 additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: health effect impact code: 26: no health consequences or impact. Previous patient codes (1930, 3191: appropriate term/code not available for ¿fluid collection¿ ¿debridement¿ and ¿wound vac¿) were reported based on the original complaint and are no longer applicable per gore¿s investigation. The investigation has been completed. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. This event will be closed as no problem detected. Medical records: the known medical records span february 4, 2010 through april 21, 2010, and not all records received in this time span are relevant to gore® dualmesh® plus biomaterial. Patient information: medical history: diabetes, rheumatoid arthritis, hypertension, and obesity. Prior surgical procedures: 1992, 1994: cesarean section. Ventral hernia repair with mesh ¿ unknown date. Implant preoperative complaints: [the patient] ¿has been recently admitted to the hospital after vaginal delivery of a stillborn. The patient was noted to have an abdominal mass at that time and after evaluation, was found to have an incarcerated ventral hernia without any evidence of strangulation or obstruction. The patient was given some time to allow for shrinkage of her uterus after her pregnancy and was then consented for an open incisional hernia repair.¿ implant procedure: ventral hernia repair with mesh. Implant: gore® dualmesh® plus biomaterial (06247618/1dlmcp07) 20cm x 30cm. Implant date: (B)(6) 2010 [hospitalized (B)(6) 2010 ¿ (B)(6) 2010]. Description of hernia being treated: ¿we entered the fascia, extended the fascial incision up towards into the fascia defect of the hernia. We then performed a lysis of adhesions freeing up the transverse colon and omentum were which were frustrated within the hernia. The smell [sic] bowel was run as well to the ligament of treitz to the terminal ileum with no evidence of any bowel injury. Hemostasis was controlled on the omentum using vicryl ties. We then irrigated the patient's abdomen, created flaps circumferentially, exposing the edge of the mesh and removed the hernia sac, as well and sent for routine pathologic examination.¿ implant size and fixation: ¿next, we chose a suitable size piece of gore dual mesh plus which was cut to approximately 20 x 15 cm. It was sewn beneath the fascia layer with interrupted #1 prolene sutures. The fascia was then closed over the mesh using a running #1 loop pds suture with also #2 interrupted ethibond internal retention sutures.¿ post-operative period: [one week] (B)(6) 2010: discharge summary: ¿the patient did encounter a postoperative ileus, which resolved spontaneously. By (B)(6) 2010, the patient was tolerating a regular diet and having bowel movements and the pain was controlled.¿ relevant medical information: (B)(6) 2010: ¿the patient returned my office for a follow-up visit with complaints of discharge from the wound. The patient had previously been seen in the office approximately 1 week before where she had a small dehiscence of the wound. She was being treated with wet-to-dry dressings. Now there was murky fluid emanating from the wound, which was copious in amount. Therefore the decision was made to admit the patient for her to undergo a CT scan of the abdomen and also to prepare her for debridement of the wound and wound treatment. The patient denied any fevers, denied any abdominal pain, denied any nausea, vomiting, or constipation.¿ ¿she is obese. She has a lower midline wound with tannish fluid discharging from it with necrotic skin edges.¿ ¿a CT scan of the abdomen and pelvis showed a fluid collection deep to the ventral wall of the mesh with no air bubbles and no thick enhancing wall. The fluid collection measured approximately 10 cm in its largest left to right and vertical dimension with a 4 cm depth. No evidence of any extravasation of contrast to denote a bowel perforation. The subcutaneous tissue above contained fluid with pockets of air indicating a wound dehiscence with possible abscess.¿ (B)(6) 2010: wound exploration, debridement of subcutaneous tissue and skin, wound washout and wound vac placement ­ [the patient] ¿underwent a ventral hernia repair with mesh approximately 3 weeks prior to this admission. She returned to my office approximately 1 day ago with complaints of discharge from the wound. The wound was re-examined and there was a copious amount of fluid emanating from the wound, thus prompting a hospital admission and exploration of the wound.¿ ­ ¿we opened the wound and evaluated the fascia. The fascia was intact. There was no evidence of any exposed mesh. There was no evidence of any purulent drainage from beneath the fascia. There was one small area of widening of the fascia which was closed with interrupted #2 ethibond suture. The necrotic tissue and the subcutaneous tissues were debrided sharply including the skin. The wound was irrigated copiously with normal saline. A wound vac was then placed to help close the wound.¿ (B)(6) 2010: discharge summary: ¿CT scan was obtained, which showed dehiscence of the wound with fluid in the subcutaneous tissues. The patient was also noted to have a fluid collection involving the underlying mesh which was 10 x 4 cm. There is no evidence of any air bubbles or thick enhancing wall; therefore the collection was felt to be representative of a seroma and not an active infection.¿ explant preoperative complaints: (B)(6) 2010: ¿she was receiving dressing changes at home for approximately 1 week. She returned to the clinic today with copious amounts of green-tinted drainage from the wound. It was nonfeculent-appearing. She denies any fever, denied nausea or vomiting. Denied abdominal pain and denied constipation.¿ ¿her wound was open. There was a minimal amount of granulation tissue. There was some fibrinous exudate at the base of the wound. I see no exposure of the mesh. There is a green tinted discharge from the wound.¿ explant procedure: exploratory laparotomy with mesh removal and abdominal washout. Explant date: (B)(6) 2010. ¿there was a large pocket of purulent material located in the left lower quadrant anterior abdominal wall. This was suctioned out and washed out completely. We then entered the midline incision of the fascia using the bovie electrocautery. We bovied carefully down to the level of the mesh. Once we identified and found the mesh, we dissected it out circumferentially by using the heavy mayo scissors to release the prolene anchoring sutures circumferentially. The lower abdomen and pelvis were completely obliterated with scar tissue. There were no bowel or bowel contents encountered. We washed out the abdominal cavity thoroughly with sterile saline. A #10-french jp drain was placed below the fascia and exited out the left lower quadrant. We then closed the fascia using a running #1 pds suture x2, with which was reinforced with interrupted #2 ethibond sutures. The abdominal wall defect was then irrigated copiously with normal saline, and then partially closed with d vicryl sutures, leaving a small space in the middle open. The skin was partially closed with interrupted 0 nylon sutures in a horizontal mattress fashion. We left approximately 4 cm x 7 cm in the middle open, and placed a wound vac to allow for the wound to granulate in.¿ relevant medical information: (B)(6) 2010: ¿status post ventral hernia repair, with a subsequent wound dehiscence and infection of the wound, and infection of the implanted mesh. The patient returned to the office, and was found to have purulent fluid discharging from the wound, and was then admitted to the hospital where a CT scan was obtained which showed a fluid collection involving the wound in the anterior abdominal wall, thus prompting the need for exploratory laparotomy.¿ ¿she was treated with IV antibiotics and a wound vac over the next several days. The wound showed improvement with increased granulation tissue. The patient was placed on a p.o. Diet. She is tolerating this well. There was no evidence of any bowel disruption or fistula formation. The jp drain was removed once it began to have less than 30 ml of output per day. The patient was eventually discharged home with a wound vac, and will return to my office for wound vac changes approximately every 48 hours.¿ conclusion: it should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use also warn, ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the device.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, recurrence, ileus, increased procedure time and related harms, irritation or inflammation, infection, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, wound complications and wound dehiscence. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 06247618. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Updated date. Updated results code 1 for manufacturing evaluation. Conclusion code remains unchanged. Added method/results/conclusions code 2 for sterilization evaluation.

Manufacturer narrative:
B7: additional patient medical history h6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to 2010, including caesarean sections (1992 and 1994), were not provided. Pre-operative history and physical records dated (B)(6) 2010 state: ¿the patient is a 41-year-old african american female. She is a gravida 4 para 3 that presented to labor and delivery after spontaneously delivering an approximately 7-8 month infant at home about 3:30 this morning.¿ ¿impression: 1) delivery of a demise at home, 2) chronic hypertension, questionable superimposed preeclampsia, 3) abdominal mass.¿ operative records dated (B)(6) 2010 indicate the patient underwent ¿ventral hernia repair with mesh.¿ pre-operative/post-operative diagnosis: ¿incarcerated ventral hernia.¿ the records state: ¿this is a 41-year-old female who has been recently admitted to the hospital after vaginal delivery of a stillborn. The patient was noted to have an abdominal mass at that time and after evaluation, was found to have an incarcerated ventral hernia without any evidence of strangulation or obstruction. The patient was given some time to allow for shrinkage of her uterus after her pregnancy and was then consented for an open incisional hernia repair.¿ the (B)(6) 2010 operative records state: ¿we began the procedure by creating a midline incision using a #10 blade scalpel. We dissected down to the level of the fascia. We entered the fascia, extended the fascial incision up towards into the fascia defect of the hernia. We then performed a lysis of adhesions freeing up the transverse colon and omentum were which were frustrated within the hernia. The smell bowel was run as well to the ligament of treitz to the terminal ileum with no evidence of any bowel injury. Hemostasis was controlled on the omentum using vicryl ties.¿ the operative records dated (B)(6)2010 continue: ¿we then irrigated the patient's abdomen, created flaps circumferentially, exposing the edge of the mesh and removed the hernia sac, as well and sent for routine pathologic examination. Next, we chose a suitable size piece of gore dual mesh plus which was cut to approximately 20 x 15 cm. It was sewn beneath the fascia layer with interrupted #1 prolene sutures. The fascia was then closed over the mesh using a running #1 loop pds suture with also #2 interrupted ethibond internal retention sutures. The subcutaneous tissues were irrigated out with normal saline. Two #10-french jp drains were placed and brought out through separate stab incisions in the right lower and left lower quadrant. They were tied in place with interrupted 2-0 nylon sutures. The subcutaneous tissues of the wound were reapproximated with interrupted 0 vicryl suture and the skin was closed with staples. The wounds were dressed with 4x4s and hyper fix tape.¿ a safe medical device tracking form dated (B)(6)2010 confirms a gore® dualmesh® plus biomaterial (1dlmp07/06247618) was used during the procedure. Discharge summary dated (B)(6)2010 indicates ¿the patient was admitted to the hospital on (B)(6)2010, she underwent a ventral hernia repair with mesh that day. Postoperatively, the patient was sent to the floor where she did quite well. After several days, her bowel function returned. The patient remained afebrile with a normal white count and stable hemoglobin. The patient did encounter a postoperative ileus, which resolved spontaneously. By (B)(6)2010, the patient was tolerating a regular diet and having bowel movements and the pain was controlled. She was discharged home in stable condition on postoperative day 6 with follow-up appointments for myself and for dr. (B)(6) .¿ records between (B)(6)2010 and (B)(6)2010were not provided. History and physical notes dated (B)(6)2010 state: ¿this is a 41-year-old black female status post ventral abdominal hernia repair with mesh on (B)(6)2010. The patient returned my office for a follow-up visit with complaints of discharge from the wound. The patient had previously been seen in the office approximately 1 week before where she had a small dehiscence of the wound . She was being treated with wet-to-dry dressings. Now there was murky fluid emanating from the wound, which was copious in amount. Therefore the decision was made to admit the patient for her to undergo a CT scan of the abdomen and also to prepare her for debridement of the wound and wound treatment. The patient denied any fevers, denied any abdominal pain, denied any nausea, vomiting, or constipation. Her only complaint was the drainage from the wound and the constant hardness in the right lower quadrant.¿ medical history states: ¿positive for hypertension, rheumatoid arthritis, diabetes, and the delivery of a stillborn infant on (B)(6)2010.¿ surgical history states: ¿positive for c-section and repair of the ventral hernia.¿ records for the office visit one week prior whereby the patient was seen for wound dehiscence were not provided. The (B)(6)2010history and physical notes state: ¿gi: her abdomen is nondistended and soft. She is obese. She has a lower midline wound with tannish fluid discharging from it with necrotic skin edges.¿ ¿labs: white blood cell count 11. 1, hemoglobin 9.5, platelets are 659. Sodium 137, potassium 4, chloride 99, co2 26, bun 19, creatinine 0.7, glucose 202. A CT scan of the abdomen and pelvis showed a fluid collection deep to the ventral wall of the mesh with no air bubbles and no thick enhancing wall. The fluid collection measured approximately 10 cm in its largest left to right and vertical dimension with a 4 cm depth. No evidence of any extravasation of contrast to denote a bowel perforation. The subcutaneous tissue above contained fluid with pockets of air indicating a wound dehiscence with possible abscess.¿ ¿assessment: wound dehiscence with infection of the wound.¿ operative records dated (B)(6)2010 indicate the patient underwent ¿wound exploration, debridement of subcutaneous tissue and skin, wound washout and wound vac placement.¿ post-operative diagnosis: wound dehiscence and infection. The records state ¿this is a 41-year-old female who underwent a ventral hernia repair with mesh approximately 3 weeks prior to this admission. She returned to my office approximately 1 day ago with complaints of discharge from the wound. The wound was re-examined and there was a copious amount of fluid emanating from the wound, thus prompting a hospital admission and exploration of the wound.¿ findings state: ¿minimal necrosis of subcutaneous tissues with purulent fluid. The fascia was intact .¿ the operative records dated (B)(6)2010 state: ¿the previously placed 0 vicryl sutures end the subcutaneous tissues were cut with metzenbaum scissors. We opened the wound and evaluated the fascia. The fascia was intact. There was no evidence of any exposed mesh. There was no evidence of any purulent drainage from beneath the fascia. There was one small area of widening of the fascia which was closed with interrupted #2 ethibond suture. The necrotic tissue and the subcutaneous tissues were debrided sharply including the skin. The wound was irrigated copiously with normal saline. A wound vac was then placed to help close the wound.¿ there was no mention of infection involving the gore device and no mention of device removal. Discharge summary dated (B)(6)2010 indicates the patient was admitted to the hospital on (B)(6)2010 to undergo ¿wound exploration with debridement and wound vac placement¿. The records states ¿this is a 41-year-old female who was admitted to the hospital on (B)(6)2010, for evaluation and management of a dehisced wound with drainage. The patient was admitted to the hospital. A CT scan was obtained, which showed dehiscence of the wound with fluid in the subcutaneous tissues. The patient was also noted to have a fluid collection involving the underlying mesh which was 10 x 4 cm. There is no evidence of any air bubbles or thick enhancing wall; therefore the collection was felt to be representative of a seroma and not an active infection.¿ the discharge summary dated (B)(6)2010 continues: ¿there was no evidence of any bowel perforation or extravasation of oral contrast into this area. The patient was prepared for surgery which took place on (B)(6)2010. She underwent debridement of the abdominal wound with wash out. During the procedure, the fascia was inspected and was intact. There was no evidence of any mesh exposure. Therefore the mesh was left intact. Over the next several days, the patient underwent dressing changes, which aided by the wound vac. The patient also received a nutritional consult, which they placed her on juven for protein supplementation. There were cultures obtained during her surgery, which grew out e. Coli, streptococcus agalactiae, and proteus mirabilis, as well as staphyloccccus aureus. These were sensitive to unasyn. Her antibiotics were switched from zosyn to unasyn IV.¿ the (B)(6)2010 discharge summary states: ¿in the letter part of the hospital course, she was placed on p.o. Antibiotics, which consisted of bactrim double-strength which again these organisms were sensitive to. The wound was evaluated throughout her entire hospitalization. With the aid of the wound vac, the wound's depth decreased and she began to have more granulation tissue forming. There was a mild to moderate amount of fibrinous exudate, which is being controlled with sentyl ointment. On (B)(6)2010, the patient was discharged home in stable condition. She will follow up with me as well as dr. (B)(6) in her office. The patient was discharged home with home wound vac therapy. The wound vac will be changed in my office on a twice weekly basis .¿ history and physical notes dated (B)(6)2010 state: ¿this is a 41-year-old female who is status post ventral hernia repair with mesh on (B)(6)2010. She developed a postoperative wound dehiscence with infection . She has undergone a debridement and wound vac placement. A CT scan done at that ume showed a fluid collection inferior to the mesh which did not suggest an abscess, and appeared to be a seroma. There was no extravasation or intestinal content. The patient was discharged home. She was receiving dressing changes at home for approximately 1 week. She returned to the clinic today with copious amounts of green-tinted drainage from the wound. It was nonfeculent-appearing. She denies any lever, denied nausea or vomiting. Denied abdominal pain and denied constipation.¿ the records dated(B)(6)2010 indicate ¿abdomen: soft, nondistended, nontender.¿ ¿her wound was open. There was a minimal amount of granulation tissue. ¿there was some fibrinous exudate at the base of the wound. I see no exposure of the mesh. There is a green tinted discharge from the wound. CT scan of the abdomen and pelvis is pending. Her lab tests also pending.¿ operative records dated (B)(6)2010 indicate the patient underwent ¿exploratory laparotomy with mesh removal and abdominal washout¿. Preoperative/post-operative diagnosis: ¿infected abdominal hernia mesh¿. ¿findings: abscess and infected mesh. Specimens: mesh with cultures.¿ the operative records dated (B)(6)2010state: ¿we then entered the original lower midline incision using the bovie electrocautery. There was a large pocket of purulent material located in the left lower quadrant anterior abdominal wall. This was suctioned out and washed out completely. We then entered the midline incision of the fascia using the bovie electrocautery. We bovied carefully down to the level of the mesh. Once we identified and found the mesh, we dissected it out circumferentially by using the heavy mayo scissors to release the prolene anchoring sutures circumferentially. The lower abdomen and pelvis were completely obliterated with scar tissue. There were no bowel or bowel contents encountered. We washed out the abdominal cavity thoroughly with sterile saline. A #10-french jp drain was placed below the fascia and exited out the left lower quadrant. We then closed the fascia using a running #1 pds suture x2, with which was reinforced with interrupted #2 ethibond sutures . The abdominal wall defect was then irrigated copiously with normal saline, and then partially closed with d vicryl sutures, leaving a small space in the middle open. The skin was partially closed with interrupted 0 nylon sutures in a horizontal mattress fashion. We left approximately 4 cm x 7 cm in the middle open, and placed a wound vac to allow for the wound to granulate in. The lap, needle and instrument counts were correct at the end of the procedure. The patient tolerated the procedure well, and was sent to the recovery room in stable condition.¿ culture and pathology reports for the mesh and culture specimens collected during the (B)(6)2010procedure were not provided. Discharge summary dated (B)(6)2010 indicates the patient was admitted to the hospital on (B)(6)2010 for admitting diagnosis ¿abdominal wound infection and mesh infection¿. The records state: ¿this is a 41-year-old female who is status post ventral hernia repair, with a subsequent wound dehiscence and infection of the wound, and infection of the implanted mesh. The patient returned to the office, and was found to have purulent fluid discharging from the wound, and was then admitted to the hospital where a CT scan was obtained which showed a fluid collection involving the wound in the anterior abdominal wall, thus prompting the need for exploratory laparotomy.¿ the (B)(6)2010 discharge summary continues: ¿the patient underwent exploratory laparotomy on (B)(6)2010, from which she recovered quite well. She was treated with IV antibiotics and a wound vac over the next several days. The wound showed improvement with increased granulation tissue. The patient was placed on a p.o. Diet. She is tolerating this well. There was no evidence of any bowel disruption or fistula formation. The jp drain was removed once it began to have less than 30 ml of output per day. The patient was eventually discharged home with a wound vac, and will return to my office for wound vac changes approximately every 48 hours .¿ a potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use addresses the following warning among others: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(6). (B)(4). It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence¿. The gore® dualmesh® plus biomaterial instructions for use addresses the following warning among others: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material".

Event description:
It was reported to gore that the patient underwent open ventral hernia repair on (B)(6) 2010, whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2010, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: mesh removal, fluid collection, infection, debridement, wound vac, additional surgery. Additional event specific information and medical records have been requested.

Manufacturer narrative:
H6: updated health effect- clinical code. H6: updated investigation conclusions. H6: health effect impact code: f26: no health consequences or impact . Previous patient codes (1930, 3191: appropriate term/code not available for ¿fluid collection¿ ¿debridement¿ and ¿wound vac¿) were reported based on the original complaint and are no longer applicable per gore¿s investigation. The investigation has been completed. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. This event will be closed as no problem detected. Medical records: the known medical records span february 4, 2010 through april 21, 2010, and not all records received in this time span are relevant to gore® dualmesh® plus biomaterial. Patient information: medical history: diabetes, rheumatoid arthritis, hypertension, obesity. Prior surgical procedures: 1992, 1994: cesarean section, ventral hernia repair with mesh ¿ unknown date. Implant preoperative complaints: [the patient] ¿has been recently admitted to the hospital after vaginal delivery of a stillborn. The patient was noted to have an abdominal mass at that time and after evaluation, was found to have an incarcerated ventral hernia without any evidence of strangulation or obstruction. The patient was given some time to allow for shrinkage of her uterus after her pregnancy and was then consented for an open incisional hernia repair.¿ implant procedure: ventral hernia repair with mesh. Implant: gore® dualmesh® plus biomaterial (06247618/1dlmcp07) 20cm x 30cm. Implant date: (B)(6) 2010 [hospitalized (B)(6) 2010] description of hernia being treated: ¿we entered the fascia, extended the fascial incision up towards into the fascia defect of the hernia. We then performed a lysis of adhesions freeing up the transverse colon and omentum were which were frustrated within the hernia. The smell [sic] bowel was run as well to the ligament of treitz to the terminal ileum with no evidence of any bowel injury. Hemostasis was controlled on the omentum using vicryl ties. We then irrigated the patient's abdomen, created flaps circumferentially, exposing the edge of the mesh and removed the hernia sac, as well and sent for routine pathologic examination.¿ implant size and fixation: ¿next, we chose a suitable size piece of gore dual mesh plus which was cut to approximately 20 x 15 cm. It was sewn beneath the fascia layer with interrupted #1 prolene sutures. The fascia was then closed over the mesh using a running #1 loop pds suture with also #2 interrupted ethibond internal retention sutures.¿ post-operative period: [one week]. (B)(6) 2010: discharge summary: ¿the patient did encounter a postoperative ileus, which resolved spontaneously. By (B)(6) 2010, the patient was tolerating a regular diet and having bowel movements and the pain was controlled.¿ relevant medical information: (B)(6) 2010: ¿the patient returned my office for a follow-up visit with complaints of discharge from the wound. The patient had previously been seen in the office approximately 1 week before where she had a small dehiscence of the wound. She was being treated with wet-to-dry dressings. Now there was murky fluid emanating from the wound, which was copious in amount. Therefore the decision was made to admit the patient for her to undergo a CT scan of the abdomen and also to prepare her for debridement of the wound and wound treatment. The patient denied any fevers, denied any abdominal pain, denied any nausea, vomiting, or constipation.¿ ¿she is obese. She has a lower midline wound with tannish fluid discharging from it with necrotic skin edges.¿ ¿a CT scan of the abdomen and pelvis showed a fluid collection deep to the ventral wall of the mesh with no air bubbles and no thick enhancing wall. The fluid collection measured approximately 10 cm in its largest left to right and vertical dimension with a 4 cm depth. No evidence of any extravasation of contrast to denote a bowel perforation. The subcutaneous tissue above contained fluid with pockets of air indicating a wound dehiscence with possible abscess.¿ (B)(6) 2010: wound exploration, debridement of subcutaneous tissue and skin, wound washout and wound vac placement ­ [the patient] ¿underwent a ventral hernia repair with mesh approximately 3 weeks prior to this admission. She returned to my office approximately 1 day ago with complaints of discharge from the wound. The wound was re-examined and there was a copious amount of fluid emanating from the wound, thus prompting a hospital admission and exploration of the wound.¿ ­ ¿we opened the wound and evaluated the fascia. The fascia was intact. There was no evidence of any exposed mesh. There was no evidence of any purulent drainage from beneath the fascia. There was one small area of widening of the fascia which was closed with interrupted #2 ethibond suture. The necrotic tissue and the subcutaneous tissues were debrided sharply including the skin. The wound was irrigated copiously with normal saline. A wound vac was then placed to help close the wound.¿ (B)(6) 2010: discharge summary: ¿CT scan was obtained, which showed dehiscence of the wound with fluid in the subcutaneous tissues. The patient was also noted to have a fluid collection involving the underlying mesh which was 10 x 4 cm. There is no evidence of any air bubbles or thick enhancing wall; therefore the collection was felt to be representative of a seroma and not an active infection.¿ explant preoperative complaints: (B)(6) 2010: ¿she was receiving dressing changes at home for approximately 1 week. She returned to the clinic today with copious amounts of green-tinted drainage from the wound. It was nonfeculent-appearing. She denies any fever, denied nausea or vomiting. Denied abdominal pain and denied constipation.¿ ¿her wound was open. There was a minimal amount of granulation tissue. There was some fibrinous exudate at the base of the wound. I see no exposure of the mesh. There is a green tinted discharge from the wound.¿ explant procedure: exploratory laparotomy with mesh removal and abdominal washout. Explant date: (B)(6) 2010 ¿there was a large pocket of purulent material located in the left lower quadrant anterior abdominal wall. This was suctioned out and washed out completely. We then entered the midline incision of the fascia using the bovie electrocautery. We bovied carefully down to the level of the mesh. Once we identified and found the mesh, we dissected it out circumferentially by using the heavy mayo scissors to release the prolene anchoring sutures circumferentially. The lower abdomen and pelvis were completely obliterated with scar tissue. There were no bowel or bowel contents encountered. We washed out the abdominal cavity thoroughly with sterile saline. A #10-french jp drain was placed below the fascia and exited out the left lower quadrant. We then closed the fascia using a running #1 pds suture x2, with which was reinforced with interrupted #2 ethibond sutures. The abdominal wall defect was then irrigated copiously with normal saline, and then partially closed with d vicryl sutures, leaving a small space in the middle open. The skin was partially closed with interrupted 0 nylon sutures in a horizontal mattress fashion. We left approximately 4 cm x 7 cm in the middle open, and placed a wound vac to allow for the wound to granulate in.¿ relevant medical information: (B)(6) 2010: ¿status post ventral hernia repair, with a subsequent wound dehiscence and infection of the wound, and infection of the implanted mesh. The patient returned to the office, and was found to have purulent fluid discharging from the wound, and was then admitted to the hospital where a CT scan was obtained which showed a fluid collection involving the wound in the anterior abdominal wall, thus prompting the need for exploratory laparotomy.¿ ¿she was treated with IV antibiotics and a wound vac over the next several days. The wound showed improvement with increased granulation tissue. The patient was placed on a p.o. Diet. She is tolerating this well. There was no evidence of any bowel disruption or fistula formation. The jp drain was removed once it began to have less than 30 ml of output per day. The patient was eventually discharged home with a wound vac, and will return to my office for wound vac changes approximately every 48 hours.¿ conclusion: it should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use also warn, ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the device.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, recurrence, ileus, increased procedure time and related harms, irritation or inflammation, infection, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, wound complications and wound dehiscence. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating . Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 06247618. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Added results code 2 for sterilization evaluation. Conclusions code remains unchanged.